Manufacturer narrative:
Device was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test or verify the operating currents and download to care link pro due to motor error alarm. Device was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 951 mg/dl. The customer was treated with insulin drip. The customer also stated that the insulin pump had motor error. The customer stated that they was unable to clear the alarm. The customer stated that they was unable to complete pump rewind. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.